Event description:
The international customer reported that the ventilator went vent inop and alarmed due to a data acquisition pcba adc reference failure. The customer reported the ventilator was in use on a patient and there was no patient harm. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. Review of the ventilator diagnostic log confirmed the reported occurrence. The international customer will replace the data acquisition pcb board and data acquisition to motor controller pcb cable to address the reported problem.